Event description:
On (B)(6) 2014, it was reported to 3m espe that a 2.4x10mm mdi max with o-ball head implant (B)(4) broke during placement on (B)(6) 2014. On the same day the dentist performed an additional surgery (osteotomy) to remove the implant fragment from the jaw. The treatment was performed without complication. The patient is reported to be fine.

Manufacturer narrative:
This incident appears to be related to insufficient pre-drilling of a pilot hole and a wrong choice of the implant type which may have led to increased force being placed on the implant during placement, which then led to the fracture. The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous an shows the typical picture of a fracture caused by excessive force.